Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. Pt stated that she had a leak from her cycler. There is no report of pt ill effect. Sample has not been returned to manufacturer.

Manufacturer narrative:
The device was not returned to the manufacturer for physical eval and the failure mode can not be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.